Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a sharp rise to an out of range impedance in (B) (6) 2009. The lead had a 300-400 ohms range historically. After reviewing stored electrograms, there appeared to be noise on the lead as well. It was also noted that there was likely loss of capture on the lead, but this could not be tested as the patient was in atrial fibrillation. The lead was replaced.